Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an alert for out of range pacing impedance was observed. High pacing impedance was reproduces when manipulating the lead connections. The lead was capped and replaced. Patient condition after the event is good.